Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). The customer states the tip of the catheter broke during insertion. The customer confirmed there was no delay in surgery or patient injury, however additional medical intervention was required. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Acceptable risk as per hazard ID 6.3 in doc-(B)(4) camino 1104 series catheter kits risk analysis. Severity - 11, considered moderate risk. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Install date unavailable, however sales order number (B)(4) shows order was shipped to customer on february 14th, 2022. The product has been requested to be returned for evaluation.

Event description:
Nt821707, drainage kit, lumbar lot 118000436650 was used on a patient and the tip broke off the catheter. Customer confirmed there was no delay in surgery or patient injury. The customer noted it as a potential hazard.

Event description:
Nt821707, drainage kit, lumbar lot 118000436650 was used on a patient and the tip broke off the catheter.customer confirmed there was no delay in surgery or patient injury. The customer noted it as a potential hazard.

Manufacturer narrative:
Follow up report ref to natus complaint #(B)(4). There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Review of complaints over the past two years shows that there are 0 confirmed complaints, giving a failure rate of (B)(4). . Customer returned the complaint form. Customer confirmed there was no delay in surgery or patient injury, however additional medical intervention was required. The affected product was received in house. Engineering reviewed the product and confirmed the catheter was broken. Investigation result code : san diego/camino and vtun catheters/device broke or disengaged closure rationale: complaint verified, resolved on-site and no further action necessary. Based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.